Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gallbladder procedure, the surgeon clipped the duct and the clip applier scissored and cut the duct. He got another clip applier and came lower to clip the duct. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Batch #m92a3j.